Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple alarms; however, the customer was not sure what type of alarms they were. The contact stated that the customer did not know if insulin was stopped during the alarms. The customer's blood glucose (bg) level ranged from the high 200 (mg/dl) to low 300 (mg/dl) range. The customer addressed impacted bg level by delivering a bolus.